Event description:
It was reported that the neurostimulator was implanted six days after its use-by date.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; programmer model 37744, serial# (B)(4); recharger model 37752, serial# (B)(4).